Event description:
It was reported by service report hat the bed had no power, and the power cord plug was missing the ground prong. It is unknown if there was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug was missing the ground prong.